Event description:
Philips received a complaint on the v60 ventilator indicating that the device was unable to be turned on. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer stated that the device could not be powered on at all when connected to main power or when on backup battery power. It was believed to be an issue with the power supply, so the power supply part information was provided. Further remote service by a remote service engineer (rse) is pending. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6).

Manufacturer narrative:
On 19dec2025 a field service engineer (fse) went to the customer site and replaced the power supply. Following the part replacement the fse completed a performance verification test (pvt), which the device passed. Having passed the pvt, the device was confirmed to be fully functional and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.